Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 50% to 1% quickly and the pump subsequently shut off. In addition, the customer was having difficulty charging the pump. There was no impact to the customer's blood glucose level due to the battery issues. In addition, the customer reported waking up with an elevated blood glucose (bg) level 252 (mg/dl). The customer stated they were unsure of the reason for the elevated bg level. A correction bolus was delivered to address bg level. Subsequently, the customer went low (32 mg/dl). The customer stated the low was caused by over correcting for the high bg level in the morning. Juice was consumed to address low bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.